Event description:
During the procedure penumbra velocity catheter was put into the patient via right femoral artery. Catheter was removed and then started to thread the catheter back into the patient when md noticed the catheter had broke in half.